Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) fired prematurely. A replacement device was used to complete the procedure. The hospital did not report any patient effects

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation on (B)(6) 2019 and investigated on (B)(6) 2019. Signs of clinical use and no evidence of blood were observed. The tension spring assembly remained in the delivery tube with the seal extended outside the tube and the seal was unraveled. The blue slide lock was dis-engaged and the white plunger was not fully depressed on the delivery device. Based on the position of the seal and the white plunger, we can conclude that the seal was not loaded correctly. Based on the position of the seal and the white plunger, we can conclude that the seal was not loaded correctly. The seal was taken out from the loading device for inspection. It was observed that the seal was completely unraveled. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint ¿premature deployment¿ was not confirmed but the analyzed failures ¿fitting problem¿ and ¿seal- unraveled material¿ were confirmed.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) fired prematurely. A replacement device was used to complete the procedure. The hospital did not report any patient effects